Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplement MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 08, 2019 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct due to cancer during an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6) 2019. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, a "crack" was heard during stent deployment. Reportedly, the stent was completely deployed but did not expand. The stent was removed from the patient, and another wallflex biliary stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be fine.

Manufacturer narrative:
Event has been updated with additional information received on february 19, 2019. A fully constrained wallflex biliary rx fully covered rmv stent and delivery system were returned for analysis. The stent was received undeployed and was fully covered by the outer sheath. Visual examination of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube - endoscope interface (proximal end of the guidewire access sheath). The inner member was found kinked near the proximal end of the guidewire access sheath. Functional evaluation revealed that is was not possible to deploy the stent using the delivery system as received; however, the stent was deployed by gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications. No other issues were noted to the stent and delivery system. The damages noted to the returned device were consistent with the application of excessive force during use. These failures could have contributed to the deployment failure experienced during the procedure. The investigation concluded that anatomical or procedural factors such as characteristics of the lesions, handling of the device, the techniques used by the user, and normal procedural difficulties encountered during the procedure may have limited the device performance. Therefore, the most probable root cause is adverse event related to procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. Device code has been corrected based on additional information received on february 19, 2019.

Event description:
It was reported to boston scientific corporation on january 08, 2019 that a wallflex biliary rx fully covered rmv stent was to be used to treat a malignant stricture in the common bile duct due to cancer during an endoscopic retrograde cholangiopancreatography with stent placement procedure performed on (B)(6),2019. Reportedly, the patient's anatomy was tight and was not dilated prior to stent placement. According to the complainant, a "crack" was heard during stent deployment. Reportedly, the stent was completely deployed but did not expand. The stent was removed from the patient, and another wallflex biliary stent was placed to complete the procedure. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be fine. Additional information received on february 19, 2019. According to the complainant, during deployment, it was noticed that the stent did not expand. The stent was then recaptured and removed from the patient.